Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that anti-tachycardia pacing (atp) therapy accelerated the patient ventricular tachycardia (vt). Technical services recommended reprogramming options. At this time, this implantable cardioverter defibrillator (ICD) remains in service and there were no additional adverse patient effects reported.